Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with vancomycin (route and duration not reported, 2 gram, on day one and repeat on day five) and fortum (route not reported, 1 gram once daily for fourteen days). Action taken with dianeal therapies was not reported. Patient outcome at the time of this report was unknown. No additional information is available.